Event description:
It was reported that the atrial lead had an apparent fracture, had high impedance and noise was observed on the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut and the outer insulation had a cosmetic depression.